Manufacturer narrative:
(B)(4). Concomitant medical products: 00630506240 liner standard 3.5 mm offset 60790067, 65771101600 femoral stem 12/14 neck 60500980, item #: unknown unknown cup lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04762 liner, 0001822565 - 2019 - 04764 stem.

Event description:
It was reported that the patient had a left total hip and subsequently had a revision surgery twelve years later. The patient had fluid around the hip joint and a large pseudo tumor. On x-ray it was observed that the femoral head had disassociated from the mlt stem. The trunnion of the stem was damaged and deformation. The top of the stem was resting up against the acetabular component. There was also black staining of the surrounding tissue. The liner was damaged. Attempts were made to obtain additional information; however, none was available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample, radiographs and photographs were evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. A femoral head, m/l taper stem, and a trilogy liner were returned. The liner was most likely damaged due to the stem's taper pushing and rubbing against it. Therefore, no evaluation or dimensional analysis was performed for the liner. Visual inspection of the head identified black staining in the taper. The taper also exhibited nicks, gouges, and deformation. No other damages were noted. Visual inspection of the stem identified gouges, nicks, scratches, and deformation on the taper surface. Sem analysis of the femoral head revealed deposits on the taper surface and circumferential grooves, possibly from contact with the surface texture of the stem's taper. Axial wear or corrosion marks and light surface pitting were also visible on the taper's surface. Quantitative eds of the taper's surface identified biological material containing some or all of c, o, p, s, cl, and ca. Cocrmo substrate material showing elevated levels of cr, mo, and o, possible evidence of corrosion products. Eds analysis of the polished bearing surface of the head was consistent with cocrmo alloy. Radiographs identified disassociation at the junction of the femoral head and femoral neck. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.